Manufacturer narrative:
The reported field event of discoloration was confirmed in the laboratory. Visual inspection noted some discoloration on the can. Further analysis of the can discoloration detected the presence of chlorine and carbon which is consistent with the presence of parylene. The reported field event of observing a green sticker in the device package was verified to be normal in the laboratory. This sticker changes color to green when exposed to a gas used to sterilize the product, thereby providing visual evidence of sterility.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device implant procedure, a stain with discoloration of the device was observed on the device. It was suspected it was due to weather and temperature change however after multiple attempts of wiping it down with a wet gauze, discoloration was still present. A new device was used instead. Patient was stable prior and post surgery.